Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker oversensed noise on the right ventricular (rv) lead, which resulted in pacing inhibition. The rv lead is a non-boston scientific product. Boston scientific technical services (ts) recommended confirming the amplitude of the noise to quantify if device sensing can be adjusted to mask it. The local field representative discussed next steps with the physician, and the decision was made to replace the non-boston scientific rv lead in the near future. In the interim, device sensitivity was adjusted. No adverse patient effects were reported. This product remains in service.